Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer alleges that during a uterine artery embolization angiogram, the catheter tip detached. The physician had acquired ipsilateral retrograde femoral artery access and had negotiated the patient's contralateral ilio-femoral conduit with a 5f guide catheter and guide wire under fluoroscopy guidance. During a small injection of contrast, identifying the actual location of the catheter tip within the patient's anatomy unexpectedly confirmed that the catheter tip detached within the patient's arterial vascular system. The physician attempted to use a vascular snare device to successfully externalize the foreign body as it fragmented again into three additional pieces that further migrated within the patient's periphery. The foreign bodies had migrated to the patient's femoral, popliteal, and anterior tibial arteries. Medical intervention was necessary to remove the foreign bodies from within the patient's contralateral vascular system. The patient tolerated the procedure well with no additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was identified.